Event description:
Caller reported a malfunction on the pump after it got wet. Blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Technical support resolved the issue by sending a replacement pump, and the caller will use multiple daily injections (mdi) for insulin delivery in the meantime. Cts provided storage mode instructions and return procedures for the faulty pump, which the caller understood and acknowledged.